Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified atrioventricular branch. After performing pre-dilation with a non-boston scientific balloon, a 10mmx3.50mm wolverine coronary cutting balloon was advanced but it was difficult to cross the lesion. When the device was able to be inserted, it ruptured upon fifth inflation at 12 atmospheres for 10 seconds. The balloon was simply pulled out and completely removed from the patient's body and the procedure was completed with a non-boston scientific product. No patient complications were reported.